Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited elevated capture thresholds on the right atrial (ra) channel while programmed in a bipolar configuration. When testing was repeated in a unipolar configuration, capture thresholds were within normal limits and effective capture was effective. Sensing amplitudes and impedance measurements were noted to be stable. The device was subsequently reprogrammed, and provocative maneuvers performed thereafter revealed no evidence of noise. Technical services (ts) recommended consideration of a chest x-ray and follow-up evaluation to further assess the integrity of the associated lead. Additionally, review of stored electrogram (egm) episodes identified signal artifact monitor (sam) and atrial tachy response (atr) events. These episodes showed noise artifacts on both the ra and right ventricular (rv) channels. It was reported that the patient underwent a medical procedure on the same date these episodes were recorded. No adverse patient effects were reported. This pacemaker remains in service.